Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleged the insulin pump was under delivering. Customer's blood glucose value was unknown. Customer experienced hyperglycemia. The customer was treated with insulin bolus for high blood glucose level. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.